Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: robotic whipple. According to the reporter: the egiaustnd being held by risk management. The instrument was closed on tissue; however, it would not close completely. When it was removed from the tissue there was bleeding caused by the sulu that required the procedure be converted from a robotic procedure to an open procedure. Bleeding leading to the need to convert from robotic to open procedure. No adverse affects. Covidien is interviewing those involved to get a clearer definition of what happened. There was unanticipated blood loss of more than 500cc. No other manufacturer's reinforcement material was used.